Event description:
It was reported per the field svc report: symptom - helium loss alarm. Add'l inf received on (B)(4) 2011 from the field svc rep stated that the biomed who took the call was not sure if it was on a pt and the 3 perfusionists in the operating room when asked were also not sure. The shared thought was that it failed in startup, or shortly after and the pump was switched out. No report of pt injury or death. The pump was sent to biomed for svc.

Manufacturer narrative:
(B)(4). Findings/action taken: confirmed helium loss "pt" side. Replaced pneumatic control switch (pcs). Installed fcn 16, 2.24 software. Ran 2 - 30 minutes helium loss test. Performed preventative maintenance (pm) and functional checks. Pass pm and functional checks. The pump is back in svc.